Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device had a diagnostic anomaly. Upon interrogation, the estimated longevity of the device seemed inappropriately low. The longevity was based on a current drain that was higher than the current drain, due to previously programmed higher outputs. The issue was resolved by recalculating the longevity using the currently programmed parameters.